Event description:
We have had numerous malfunctions or other problems with a bayer/medrad "arterion" automated injector system since it was first installed about three years ago. After three failures occurred, the manufacturer replaced the entire system about six months after installation. We recorded three failures of the replacement system occurring during the calendar year following installation. At least six failures occurred during the calendar year following the three failures of the replacement system. Five failures have occurred so far this year, including two on the same day. When these failures occur, the result is at least a delay in preparing for the next patient, but sometimes they require a shutdown and restart of the system during a case, or it might be necessary to disconnect and replace the syringe when the system was already primed and ready. The manufacturer has responded to date by performing diagnostic tests, downloading event logs, interviewing our users and observing the system's operation. Tests of the system almost always give acceptable results, even though error codes are confirmed in the event logs. They have replaced the system's injector head five times since early last year, but the problems have persisted. Our most recent failures occurred about two weeks ago. The manufacturer's response was the fifth injector head replacement. We are not satisfied with the manufacturer's performance to date in trying to fix our injector system. We are in the process of preparing to open a major expansion of our hospital's heart and vascular services, which will include three new automated injectors. Presently these are expected to be the same "arterion" model, but we are concerned that the new units will exhibit similar problems as this current system has done. Manufacturer response for automated injector, medrad (per site reporter): as described in event text. MFR has performed various tests, replaced the entire system once, and replaced the injector head five times.